Manufacturer narrative:
No patient information provided as no patient was involved in this concern. An onsite investigation took place that involved visual inspection and functional testing of the system. It was found during this investigation that the mobile view station's uninterruptible power supply battery pack was responsible for the mobile view station loosing power during transpiration. The medtronic representative replaced the uninterruptible power supply battery pack. A successful system checkout was performed which showed that the issue was resolved. The mobile view station's uninterruptible power supply battery pack was sent back to the manufacturer for analysis. Upon receiving the mobile view station's uninterruptible power supply battery pack, the analyst allowed the battery to charge over night. The next day it was found that the battery did not hold a proper charge and would immediately shut down upon power interruption under load. An electrical failure was confirmed. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A diagnostic imaging specialist called to report that the mobile view station (mvs) power was draining during transportation. There was no patient present when this event occurred. A system checkout was requested for a future time.